Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a leak during peritoneal dialysis therapy. The patient was not connected at the time of the event. After a patient line extension was completely primed, jerking the line to remove the cap caused some fluid to come out of the line. There was no patient injury or medical intervention associated with this event. No additional information is available.